Event description:
It was reported that the surgeon inserted a three piece collamer lens and the lens tore upon insertion. The lens was removed and replaced with the same model lens without any pt injury.

Manufacturer narrative:
Eval results - (other): visual inspection of the returned product showed that only a piece of the optic and haptic was received. There was evidence of a clear surgical residue. Conclusion (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.